Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
Physician statement: doctor confirmed capsule contracture on the left side.

Event description:
Capsule contracture.